Event description:
Sorin group (B)(4) rec'd a report that the touch screens of the stockert s5 system were unresponsive during priming. The system was not used for the procedure. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) rec'd a report that the touch screens of the stockert s5 system were unresponsive during priming. The system was not used for the procedure. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.